Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the patient reported that the prior week they started having a new symptom that came on all of a sudden. The patient said the new symptom was a change in their bowel behavior where their body wasn't warning them that they had to defecate and they would have these "rushes" of diarrhea once or twice a day. The patient said before this happened to them maybe once a month but now it was happening a couple times a day. The patient said they had changed their settings prior to this happening, they had increased stimulation and said that their bowel movements had stopped and "nothing was moving" so that's why they had turned down their stimulation and then the sudden rushes of diarrhea started. During the call patient decided to increase stimulation to where they felt it comfortably. The patient was on program 6. The patient said they would try this setting out and see if they see improvements. The patient will follow up with health care provider and possibly change programs if symptoms don't improve. The pa tient said that they thought maybe their implant had moved because it felt different than it had before. The patient said they couldn't feel their implant as much as they used to. The patient has parkinson's disease and said they may have bumped their implant and had fallen. The patient was directed to the health care provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were having constipation issues when they had gotten the ins regarding diarrhea. The patient stated they had kidney issues recently so they were not focusing on the implantable neurostimulator (ins), but for the last week or so nothing had been coming out (they were constipated). The patient did not remember making any recent adjustments to their therapy settings. The agent walked the patient through connecting to the ins, patient therapy was on. The agent reviewed therapy adjustment options with the patient. The patient was hesitant to make any adjustments without talking to their healthcare provider (hcp). The patient stated they would contact their gastroenterologist regarding ins issues to see if they could assist. On 2026-mar-26 additional information was received from the patient. The agent received a call from patient in regards to the same issue previously reported. The caller stated that the therapy was not programmed as high as they thought, and they were wondering if they should increase the stim. The agent reviewed general programming information with the caller. The agent offered to walk the caller through the steps of connecting but the caller declined at this time, and stated that they would call back if they were needing assistance.